Manufacturer narrative:
Updated fields:b4,d9(return to mfg date),g3,g6,h2,h11. Corrected fields: b5. A supplemental report will be submitted once investigation is completed.

Event description:
It was reported by the getinge field service engineer (fse) during work that the cardiosave intra-aortic balloon pump (iabp) all manifold test failed after replacing the tidal disk. There was no patient involved.

Event description:
It was reported by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) all manifold test failed during work by engineer. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1 : event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.